Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. A review of the system log file showed a grabber card error. Upon function testing, fse found an error related to the image input card of the large display control pc in the laboratory. Then fse replaced the flexvision pc and hard disk, after which the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.